Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. The customer had no symptoms. Troubleshooting was performed. Customer had no delivery alarm. Customer blood glucose reading in (B)(6) was 500-600 mg/dl, the reading was the same for (B)(6). Current blood glucose reading is 608 mg/dl. Customer reports event was resolved by changing complete set of reservoir and infusion set. Infusion set and reservoir are returning for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion per test; reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. It was noted that the reservoir was not occluded.